Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and was feeling stimulation around the implantable pulse generator (ipg) site. It was also mentioned that the patient was not getting adequate pain relief and experienced a fall on the right side. Pain injections were administered to the patient.